Event description:
It was reported that during a laparoscopic gastric bypass procedure, one trocar and three additional (B)(4) devices were leaking pneumo that the co2 had to be increased to keep the abdominal wall expanded. The same devices were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (b) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (c) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during the implant attempt, there was fixiation difficulty and phrenic stimulation on the 4195 lv lead and positioning difficulty and unacceptable thresholds on the 4194 lv lead. The leads were not implanted. No patient complications were reported as a result of this event.